Event description:
It was reported that a 30 ml balloon was inflated with 20 ml, and then the catheter fell off from the patient due to a balloon burst. It has happened once at the patient's home. As per follow-up information received on(B)(6) 2023, it was brought to the clinicians¿ attention on (B)(6) 2023, when the patient came into the theater, so the representative did not have any direct contact with the patient as it happened at home, and they also wanted to add that they met with the theater staff on (B)(6) 2023, and confirmed that the patient did not have any injury as a result of it.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. A potential root cause for this failure could be contribute by "high mechanical stability time (mst) of incoming latex" or "coagulant dip 2- dipping speed too slow" and also might be contributed by user related ( example: mishandling product or exposed to petroleum or sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."